Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, customer experience representative received a call from a patient's relative inquiring about some implant partners parts that have been recalled and she wanted to know if the items used on her brother's surgery some time ago should be recalled and what the process would be. She mentioned that one of the lot numbers on her brother's medical records is 1852119, but she says there are many items on the records and she would like to check them all. A follow-up call regarding this case was received on (B)(6) 2022: the original conversations never mentioned complications and only requested if any products had been recalled. However, on this follow-up phone call, the patient indicated loosening of implants. No further details have been provided. It has not been indicated if the devices have been revised yet.